Event description:
Per the clinic, device was explanted on (B)(6) 2013, due to infection around implant side. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).